Event description:
It was reported that the patient reported feeling dizzy and blackedout while using an electric beater. The noise resulted with inhibiting ventricular pacing. The noise could be reproduced with arm pressure. The physician reprogrammed the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.